Manufacturer narrative:
Additional physician reported to be dr. (B)(6). (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail single use 365um laser fiber was used in a ureteroscopy procedure performed on (B)(6) 2020. Reportedly, the laser unit used was a dornier laser console. According to the complainant, during the procedure, the fiber tip broke off. Reportedly, the fiber tip fell inside the patient's body and was unable to be retrieved. Since the physician did not think the fiber tip would pass naturally the patient was referred to a different doctor at a different hospital to remove the fiber tip at a later date. It is unknown if the procedure to remove the fiber tip has been performed. There were no patient complications reported as a result of this event.